Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a113001223m2 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer associated with a "false positive" failure mode, prior to the reported receipt date of june 28, 2022. (B)(4). DHR review kit lot# k08a113001223m2: sample vial lot DHR review: 2201018, 2201020 (associated internal lot # 2113461-3m, 3o) test lot dhrs review: 2201188, 2201186, 2201188, 2201186, 2201189, 2201180 (associated internal lot # 220008-7b, 4o, 7d, 4p, 7l, 7f) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua 210196 check-it.

Event description:
One device reported as having an alleged false positive result. Complainant performed a binax (antigen) test 35 minutes afterwards and took a pcr test one hour later. The binax and pcr test results were both negative.